Event description:
It was reported that during a robotic assisted hepatectomy procedure the instrument was being used properly at beginning but after using for more than one hour, the white paddle on the upper jaw broke and came off the jaw tip. The lost white part was found in the patient abdominal. Procedure was prolonged by fifteen minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, and a small portion was not returned. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.